Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 03may2019. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 02aug2019, date of report: 07aug2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the unit failed due to airflow sensor caused by u1 drifting out of specification.

Manufacturer narrative:
Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement. Event date not specified.